Manufacturer narrative:
Additional attempts to the patients' peritoneal dialysis nurse have been made with no additional information provided. This MDR includes all event information received to date. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.

Event description:
The following was reported by the patient and his peritoneal dialysis nurse: the patient disconnected himself during his peritoneal dialysis treatment to go smoke. The patient went into respiratory distress at that time. The patient's pdrn reports that the patient was admitted to the hospital due to pneumonia and chronic copd. The pdrn reports that the issue was not cycler related.